Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found no damage on the device. A high-pressure alarm was found in the event history log. Functional testing was unable to duplicate the reported problem; however, the issue was verified in the ehl. It was determined the most probable cause would be a defective dso sensor. As a preventative measure, the dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a blockage alarm. No adverse patient effects were reported by the customer.